Event description:
Per biomed - screen contrast is too dark to read veins.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of screen contrast is too dark to read veins was confirmed. The units screen contrast is too dark. The root cause is due to an internal failure in the beamformer board. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.